Event description:
Analysis of the returned device found that the main coil was broken from the delivery wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual examination found that the delivery wire was bent at 29 and 133 cm from the proximal end, the main coil was broken off, and was not returned. Per the additional information, it states that intermittent flush was performed. Per the gdc directions for use (dfu), "in order to achieve optimal performance of the gdc" detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained. It is probable that insufficient flush resulted in the damages observed during analysis. Therefore, a root cause of use/user error has been assigned to this investigation.